Event description:
It was reported that the customer received multiple no delivery alarms. The customer's blood glucose level was not reported. While troubleshooting an occlusion was found at the infusion set and reservoir connection. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.